Event description:
It was reported that while in the operating room the physician attempted to place an intra-aortic balloon (iab) via the right femoral artery using a super arrow-flex (saf) sheath to support the pt following open heart surgery and to assist in weaning from the bypass pump. The iab would not advance through the sheath and they were removed together. Reference MDR# 1219856-2010-00617 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.